Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The ipg was explanted due to a possible infection in the ipg pocket. The battery was breaking through the skin. Additional info has been requested.